Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10 atm for 30 seconds. However, it was further reported that all of the device components were completely and simply removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.